Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during catheterization, the cs300 intra-aortic balloon pump (iabp) received frequent automatic filling errors with other companies' balloons.

Manufacturer narrative:
Corrected data: b5, e3, h6 (clinical and impact code). Updated data: b4, e1(initial reporter, event site address, event site city, event site telephone), g3, g6, h2, h10, h11.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) received frequent automatic filling errors with other companies' balloons. There was no patient harm.

Manufacturer narrative:
A getinge fse was dispatched to investigate the unit and was unable to reproduce the reported issue. The fse then performed all functional and safety tests to factory specifications.

Event description:
N/a.